Manufacturer narrative:
.

Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: after firing, the device could not be removed from the pt. An uncut area on the anastomosis was cut by the surgeon to remove the device. The anastomosis was resected and new instrument was used to complete the anastomosis and procedure. Some bleeding occurred over 200cc. The pt's current condition is well.